Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
There was a heartmate 2 to 3 pump exchange on (B)(6) 2020. The patient had elevated ldh up to 1200, and atrial valve (av) opened every beat with increased power and flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported ldh in the 1200s could not conclusively be established through this evaluation. In addition, the reported increase in power and flow could not be confirmed as no log files were provided for review. The patient ultimately received a pump exchange on (B)(6) 2020. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to date, no further information has been provided and the device has not been returned for evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.